Manufacturer narrative:
Follow-up # 1. Date of submission 11/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/01/2013 with the following findings:the pump powered on with no audible tone alarm. The pump cover was removed and a failed electrical connection was found in the audible alarm circuit due to cracked solder. The pump's vibratory function was found to be operating properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump vibratory and auditory alarms were not functioning. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue.. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.